Event description:
During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with flow value -5.5% below the desired amount. An indepth evaluation has been requested to determine the root cause of the failure.